Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to syncope. The physician noted intermittent loss of capture on the ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event.